Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for critical pump error. Blood glucose at the time of incident was 225 mg/dl. Customer stated that the insulin pump was started alerting and going crazy and has a red x on the screen. It also is alerting at this time. Customer reports they received a critical pump error image on the pump screen. The insulin pump will be returned for analysis.